Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device powered off during patient use. The patient involved was reported to not have experienced harm or any adverse impact. There was no initial report of immediate clinical action taken to prevent serious injury or death. The user reported that another device was used to continue monitoring the patient.